Event description:
It was reported that when reviewing ECG rhythm strips under wave review for a specific time, a fast hr /tachy rhythm was noted, but the monitor did not generate a "tachy alarm". The device was reported to be in use on a patient, but no adverse event to patient or user was reported.